Event description:
The customer reported that the mrx defibrillator intermittently bypassed defib test in opcheck.

Manufacturer narrative:
The customer reported that the mrx defibrillator intermittently bypassed defib test in opcheck. The device was evaluated at philips, and the symptom was confirmed. Replacing the patient (therapy) connector resolved the issue.